Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of redness, bumps, bruising, "filler floated into the cheek" and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. "Juvederm voluma without lidocaine has been marketed outside the united states since 2005, and juvederm voluma with lidocaine has been marketed outside the united states since. 2009. As of (B)(6) 2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than or equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.

Event description:
Pt reported that immediately after injection "a couple of years ago" with "juvederm" "around jaw, along the jaw bone and lower cheek, they experienced a little bit of redness, bumps and bruising at the injection site that resolved 4-5 days later. Pt was told to not lay down and to apply ice to the area. Pt was seen over a year later for a teeth cleaning and was told that they had a cyst in their cheek and that the filler had "floated" into the cheek. Pt was referred to an oral surgeon the cyst was surgically removed. Diagnostic testing was done on the cyst, which showed a "foreign body giant cell response."